Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise leading to inappropriate ventricular tachycardia episodes and pacing inhibition. It was noted that all impedance measurements remained stable and within range however the threshold had increased and the r wave amplitude had decreased. A fluoroscopy image showed a possible fracture and the physician stated that the patient had reported a fall approximately a year earlier, however it was uncertain if the fall would be related to the possible clavicular crush. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.